Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported, that approximately 132 months after implant time oversensing on the rv channel was detected. The shock was charged but not delivered. The lead was capped, left in the patient and a new one was implanted. No further data is available.